Event description:
The customer reported that the system intermittently locked up. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an investigation. The system contacts and cards were evaluated and reseated. The system calibration and configurations weer reloaded. The system was tested and found to be working as intended and returned to service.